Event description:
The patient had used a tampon and in 2007 was unable to detect the tampon when she was ready to remove it. On the following month, while she was engaging in activity outside, fluid was ejected from the vagina and the tampon was discharged. The patient claims the withdrawal cord was embroiled (sic) in the tampon and wrapped around it. The patient claims she went to the ER and ER personnel did not find any remaining tampon remnants. The patient also claims she returned for a follow-up visit three days later.

Manufacturer narrative:
An investigation of the records associated with the lot revealed cords were present, cord anchor strength was above the minimum requirement, and minimum cord length was within specification. A check of the package insert confirms instructions include a statement reminding the user that "the removal cord should be extending out of the plunger end." The patient did not supply details of the location of the treatment facility, the physician or attending personnel, the type of medical intervention, treatment, or follow-up results. This report is being submitted because an event meeting reporting requirements may have occurred. It is not known if the device was defective or malfunctioned or that a first quality hygienic product was in fact associated with an actual consumer injury.